Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a competitor guidewire was stuck in the lumen of the left ventricular (lv) lead. The wire could not be removed or advanced. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that a competitor guidewire was returned stuck in the lead, cannot be removed, and no further guidewire testing was possible. If information is provided in the future, a supplemental report will be issued.